Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a burn-like rash under the rear electrodes. The patient was prescribed hydrocortisone cream and the irritation improved.